Event description:
The customer reported that they had a samsung display that is not powering up. This resulted in a temporary inability to monitor patients centrally until the customer replaced the display. There was no report of any patient harm as a result of the reported events. Note 1 for block a: the customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.